Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the upper right abdomen on (B)(6) 2022 using the curve 150 and curve 240 and presented with paradoxical hyperplasia (ph).

Event description:
A provider reported to allergan aesthetics that a patient received coolsculpting treatments on (B)(6) 2021, (B)(6) 2022 under the chin, (B)(6) 2022 to the lower abdomen, (B)(6) 2022 to the flanks and lower abdomen, (B)(6) 2022 to the upper abdomen and bra fat area, (B)(6) 2022 to the lower abdomen, (B)(6) 2023 to the upper abdomen, and (B)(6) 2023 to the left side abdomen. The following applicators were used for these treatments: curve 80 (under the chin), curve 150 (upper abdomen, lower abdomen, bra/back fat), curve 240 (lower abdomen). The patient presented with paradoxical adipose hyperplasia (pah/ph) 6 months post initial treatment of the upper abdomen.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.